Manufacturer narrative:
(B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of (B)(4). Exemption number, e2014005.

Event description:
Pump rate at 5.7 cc, delivered 10 cc. Pump rate at 4 cc, delivered 7 cc. Pump rate at 4 cc, delivered 9 cc. Pump rate at 4 cc, delivered 10 cc. Changed to new pump, and delivered accurately. Pump treatment information:unk. Type of drug:unk. Delay in therapy:yes. Need for medical intervention:unknown. Patient involvement: yes. Human harm: yes, no details provided.